Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. During the procedure it was noted the atrial lead was difficult to disconnect from the device header. It was reported there were no patient consequences.

Manufacturer narrative:
The device was returned for evaluation, and difficulty removing the atrial lead. The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Visual inspection of the header and connector found no anomaly related to the field concern. During the analysis, the leads were inserted and removed multiple times without any issue. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.